Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the dissection tip was returned in a new, sealed pouch accessory pack. We opened the opened the pouch to do a functional test on the dissection tip. The device was attached to a reference endoscope and viewed on a monitor; no non-conformities were found during the functional testing. Based upon the rec'd condition of the device, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was observed that two dissection tips on three vasoview 6 pro devices were not visible on the monitor as a white point. The hospital did not report any pt effects. The same device was used to complete the procedure. The hospital intends to return the products in question. Refer to MFR report #'s 2242352-2013-00514 and 01316 for the related reports.